Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6 -16.5/1.0/103 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation(vertically) was observed. On (B)(6) 2023, the lens was exchanged for a longer length lens, this resolved the problem.